Event description:
As reported by the user facility ((B)(4)): over infusion.

Manufacturer narrative:
(B)(4) the device has been received for investigation in (B)(4) and the investigation is on going at this time. A follow-up report will be provided when the examination results are available.

Manufacturer narrative:
(B)(4). Result of examination: history files of the provided sample were read out and analyzed. It was assessed that the rate was increased manually by the end user. Within the performed long term test no abnormalities were assessed. The device operated as intended. The rate changed not by itself. It was increased manually.